Event description:
Customer alleges false positive troponin I (tni) results: see scanned table. Patient also resulted ck=2.5, myo=118, and bnp=8.0 on initial triage draw and ck=2.7 and myo=95.5 on second triage draw. The siemens vista also resulted ck=0.08. Patient presented with right sided abdominal pain that had been present for 2 weeks. Lab uses 0.4 as tni cutoff and considers 0.05-0.39 as a grey zone. A point of care testing manager visited the site on (B)(6) 2012 and reran the first sample.

Manufacturer narrative:
Investigation pending.